Manufacturer narrative:
(B)(4).

Event description:
It was reported that the blade tip snapped off during use. Follow-up with the customer found that during the case the blade stopped working. When the surgeon took it out to examine it he stated it had broken. Another blade was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The device was received and evaluated. Condition upon receipt: 1 un-sealed sample, part number 1884006hr, from lot number 0210702127 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), scale, pin gages, calipers, and micrometer. Evaluation: when compared to the assembly drawing: visually, the distal end of the middle tube broke at the spiral wrap which would have resulted in the reported event. The portion that detached measured approximately 1¿. When viewed under magnification, there were no signs of excess pressure or improper loading by the user. The outer tube / sheath drawing requires a nominal inside diameter of 0.160+-0.001¿ and measures 0.1595¿ with a pin gage; the outer tube outside diameter measures 0.183¿ to 0.185¿ at the distal end and as low as 0.172¿ in the bend; by extrapolation the inside diameter reduces by approximately 0.011¿; the outside diameter of the middle assembly at the spiral wrap measured 0.151¿. The rotatable curved blades requires verification that the rotating hub spins within rotatable blade sheath. The information indicates an approximate 0.002¿ interference fit between the middle and outer assemblies in the bend section of the assembly most likely caused the break. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.